Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of the calcified right common femoral artery was attempted using a proglide device. Reportedly, an unspecified failure occurred with the proglide device. Unspecified medication was given due to the device issue. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode could not be verified as the plunger, suture, link, posterior needle tip, both cuffs. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined as a specific failure mode was not provided. A conclusive cause could not be determined as a specific failure mode was not provided and the condition of the returned device indicates successful deployment with no observations. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.